Event description:
It was reported the pt experienced an automobile accident and noticed a change in stimulation/jolting sensation after the incident. The pt reported auto-reduction on the scs leads approx a month after the incident diagnostics revealed multiple invalid impedances. The sjm rep was unable to resolve the issue via reprogramming as the pt was not receiving left back stimulation. Follow-up identified additional contacts are showing invalid impedances and none of the stimulation programs are functioning. X-rays revealed a deep bend in both of the lead tails at the strain relief. Per the physician, the lead appeared to be fractured. The pt will under surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.